Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received results of 63 mg/dl and 95 mg/dl within 1 minute on her aviva system. She drank orange juice and tested her blood glucose 5 minutes later, and she received a result of 101 mg/dl. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.